Manufacturer narrative:
Related MFR 2916596-2023-06968 driveline disconnect on 18sep2023. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related MFR #2916596-2024-00110. It was reported that the patient had low power advisory alarms on (B)(6) 2023. On (B)(6) 2023, the driveline was disconnected twice, and the pump stopped at 07:30 am. The driveline was also disconnected at 08:37 am and was reconnected at 08:38 am. The driveline has disconnected again at 08:39 am. The log files revealed a driveline disconnect alarm on (B)(6) 2023. The event log captured some odd dates starting on (B)(6) 2023 and skipping days/months with comm a and b faults in the background displaying zeroes for the ventricular assist device (vad) parameters up until (B)(6) 2023 at 07:31 am.

Manufacturer narrative:
Section d1: corrected, section d4: corrected catalog number and primary UDI, section h6: corrected medical device problem code. Manufacturer's investigation conclusion: review of the submitted log files confirmed pump stop events due to the driveline being disconnected; however, a specific cause for these events could not be conclusively determined through this investigation. The submitted controller event log file from the patient¿s primary controller captured data from 20dec2023 ¿ 23dec2023. On 23dec2023, the driveline was disconnected resulting in a pump stop with associated lvad off, driveline disconnect, and low flow alarms. The driveline was reconnected approximately 1 minute later and the pump ramped up to the fixed speed without issue. Approximately 1 minute after the reconnection, the driveline was disconnected again and the controller ultimately shutdown, consistent with a controller exchange. The pump appeared to operate as intended at the fixed speed while the driveline was connected. The submitted controller event log file from the patient¿s backup controller captured the reconnection of the driveline following the controller exchange on 23dec2023. Approximately 44 seconds later, the driveline was briefly disconnected and reconnected again, resulting in a transient pump stop with associated lvad off, driveline disconnect, and low flow alarms. The pump ramped up to the fixed speed without issue each time the driveline was connected. The pump appeared to operate as intended at the fixed speed while the driveline was connected. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C, and heartmate 3 lvas patient handbook, document #10006136, rev. D, are currently available. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 of the patient handbook, ¿how your heart pump works¿, also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Both documents contain a section entitled, ¿alarms and troubleshooting,¿ that addressed how to properly interpret and troubleshoot all system alarms, including pump stop alarms. Section 8 of the patient handbook also contains a section on handling emergencies, which includes instructions in the event the pump stops. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.